Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-jun-2023. [Additional information]: on 14-jun-2023, additional information was received. Per the information, the physician "thinks the subarachnoid hemorrhage (sah) was most likely caused by the intervention procedure, but there is no way of knowing exactly what caused it. Hemorrhage was small and asymptomatic. Nihss at 24 hours was only 2." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-sep-2023. [Additional information]: on 28-sep-2023, modified information was received. Per the modified information, the end date of the reported adverse event is 17-may-2023. The outcome has been updated from ¿recovering/resolving¿ to ¿recovered/resolved.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b074av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Subarachnoid hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the instructions for use (IFU) as such. The embotrap revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. There is scarce information available currently in the complaint file, but there is no alleged product malfunction or evidence to suggest that the device failed to meet its performance specification. Nevertheless, per pi assessment the event is both possibly related to the study device and probably related to the surgical procedure; therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 83-year-old male patient with a history of atrial fibrillation, congestive heart failure, deep vein thrombosis (dvt), hyperlipidaemia, hypertension, and myocardial infarction presented with an unwitnessed stroke on (B)(6)2023. Symptoms were observed on the same day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. Baseline nih stroke scale score (nihss) was 18 and modified rankin score was 0. The patient underwent a mechanical thrombectomy procedure using an embotrap revascularization device (catalog / lot# unknown) and experienced a small subarachnoid hemorrhage (sah) on (B)(6)2023. The principal investigator (pi) assessed the event as mild in severity, possibly related to the study device and probably related to the procedure. Per the case report form (crf), the patient outcome is documented as ¿recovering / resolving.¿ there was no documented intervention / treatment performed. On 01-jun-2023, additional information was received. The information indicated the index procedure was on (B)(6)2023. The embotrap device used was a 5mm x 37mm embotrap iii revascularization device (et309537 / 23b074av). There was no vessel trauma / injury that resulted in the reported subarachnoid hemorrhage (sah). There was no medical intervention performed to address the reported sah. The embotrap iii device was delivered via a velocity® delivery microcatheter (penumbra) and made a total of three (3) passes. Two passes were made with the trevo retriever (stryker). There was no device performance issue as related to the embotrap iii device during the procedure.